Manufacturer narrative:
The mvp-3q has been returned for evaluation. A follow-up MDR will be submitted when investigation of the device is complete.

Event description:
Medtronic received report that an mvp-3q inadvertently detached from a pushwire. The patient was undergoing embolization of the carotid artery due to a tumor. It was reported that during the procedure, the physician lost catheter placement. The mvp was removed from the catheter. Outside of the patient, the physician attempted to resheath the device at which time the mvp ¿fell off¿ of the delivery wire. The procedure was completed using a new mvp. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Additional information, device evaluation based on the device analysis and reported information, the complaint of premature detachment was confirmed; however, the cause was determined to be use-related. It was reported that ¿manipulation outside the patient by the tech caused the mvp to detach¿. Per the mvp micro vascular plug IFU (instructions for use): ¿exercise care in handling the mvp system to reduce the chance of accidental damage.¿ the lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information, device evaluation the mvp-3 was returned for analysis. As received, the plug portion of the device was returned within the introducer sheath. The plug was unable to be pushed from within the sheath; therefore, was pulled from within the sheath. The plug was found to be attached to the pushwire. The plug was found to be not fully opened. The membrane cover of the struts of the plug was found to be stuck together. Device investigation is ongoing. A follow-up MDR will be submitted when investigation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the mvp became detached during manipulation outside the patient. It was reported that the technician pushed something on the device causing the mvp to detach. It was further reported that the mvp was reattached prior to being returned. The device was flushed/hydrated prior to use. A continuous flush was maintained during the procedure. There was no resistance during delivery or retrieval. The mvp was deployed and resheathed once.